Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/20/2014 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently responsive; the reported event was duplicated. The keypad cover was removed, and evidence of contamination was observed under all of the key contacts. Unrelated to the reported event, the display screen was dim and discolored. Also unrelated to the reported event, the battery compartment was observed to be cracked below the grip pad.